Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from the USA stated the device became hot. The device was not being used during surgery. No pt or user injury was reported. No additional information was provided.